Event description:
Same case as 2134265-2010-05341. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 95% stenosed lesion was located in a moderately tortuous and severely calcified proximal left anterior descending (lad) artery. During the platform testing outside the body, the extra support rotawire guide wire became fractured. The fracture occurred at the mid portion of the guide wire. The procedure was successfully completed with another of the same devices. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned, therefore product analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The dfu states "never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip. " the damage reported by the physician to the burr is consistent with the burr coming into contact with the guide wire. The most probable root cause was user related. (B)(4).